Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had undergone radiation therapy and an interrogation of the implantable cardioverter defibrillator (ICD) shows ¿invalid data¿ on several lead impedance trends. The physician was informed that radiation therapy has the potential to corrupt device memory data and the ¿invalid data¿ will be overwritten once the device collects enough data. The device remains in use. No patient complications have been reported as a result of this event.